Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button and strips. As a result, the customer was unable to monitor their glucose and experienced hyperglycemia a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device would not power on with button and strips. As a result, the customer was unable to monitor their glucose and experienced hyperglycemia a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage usb port was observed. The damage was observed due to the result of an incorrect insertion of usb cable which leads the pins within the usb port to be misaligned. Reader was successfully communicated with masterm and also gets charged. Damaged usb port does not impact reader functionality and does not contribute to the customers complaint. Reader powered on with button press. No blank screen was observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button and strips. As a result, the customer was unable to monitor their glucose and experienced hyperglycemia a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.